Event description:
The pt's husband reported that the pt experienced a separation of her infusion tubing in 2007. The pt's blood glucose was elevated to over 300 mg/dl and she felt sick. The infusion device then alarmed 04 (occlusion) and the pt found that the infusion tubing had partially separated near the luer connection. The pt immediately changed her infusion set and bolused to lower her blood glucose. The pt did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for evaluation.